Manufacturer narrative:
(B)(4). Batch # n91d2g. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed 5 clips conforming and it ejected 2 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken, leading to the experienced feeding issue. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip "would not hold." It is unknown if a cholangiogram was performed with the case. Another like device was used to complete the procedure. There were no adverse consequences for the patient.